Event description:
During attempt to place the 1st coil within the sub-cranial hemorrhage, difficulty was experienced advancing the coil within the microcatheter (mc), just before they had to unzip the coil. The coil was removed and noted that it was stretched. The same microcatheter was used and 3 more coils were placed. The procedure was completed successfully. The pt was in stable condition post procedure.